Event description:
Additional programming history was received from the physician's office indicating that a faulted diagnostics test occurred on (B)(6) 2011, that resulted in the settings as indicated by the physician. A final interrogation was not performed to verify that the patient was at the intended settings. The settings were not corrected until the date of the report by the physician.

Event description:
It was reported by the physician that upon interrogation, the patient's vns settings were indicative that a faulted diagnostic test had occurred. It was unknown if the fault occurred during programming earlier that day or at the previous office visit. The settings were corrected at the time of discovery. No adverse events are believed to have occurred as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.